Event description:
It was reported that the right ventricular (rv) lead had high impedance, high threshold, and an anodal fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there was blood/body fluid in the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking (esc), the outer tubing had a non electrical esc breach, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. The analyst noted that the lead was destructively analyzed to attempt to find any anomalies related to the complaint. The distal coil was removed, pin cap intermittency was checked. Nothing was observed within the lead that could be associated with the electrical complaints.